Event description:
During an atrioventricular nodal reentrant tachycardia ablation, the ablation catheter impedance was rising up from normal levels (100-150 ohms) up to 999ohms resulting in a delay. The generator was rebooted, the catheter cable, rf grounding patch, and ablation catheter were replaced without resolution. The generator was replaced, and the catheter worked immediately. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One ampere generator was received for analysis. The product functioned as anticipated during testing with no abnormalities identified that would result in the reported complaint. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as the returned ampere generator functioned as anticipated, with no anomalies identified that would result in the reported complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.